Event description:
Procedure: ultra low ant resection. According to the reporter: surgeon firing over bowel and staples not form properly. There was no bleeding reported in excess of 250cc. There was no tissue damage or unanticipated tissue loss. Another staple and reload were applied. Surgery time was extended beyond 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 09/15/2009.